Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 124 mg/dl. The customer reported that he came from the rain but the device was not exposed to the rain; the device was in his pocket. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, scratches on reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on electronic assembly or motor.